Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Method & results: device evaluation and results: visual inspection and functional testing was completed on the three retain samples of this lot. The results were satisfactory and within specification. Medical records received and evaluation: no medical records were received or were relevant to the investigation of this event. Device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr review determined that there were no similar events reported for the referenced lot. Conclusions: the mixing properties of the retain samples of the reported lot code jjt035 were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerisation reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilisation solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened. Corrective action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Discarded.

Event description:
It was reported that cement was hardened for only 3 min with acm in bha. The surgeon used spare cement and acm instead of it and the procedure was completed without any adverse consequences. We could not obtain specific store time of the cement and acm. The cement was stored in refrigerator (temp was not specified). Acm was stored in general temp (temp was not specified). Op room was about 24c. Mixing time was about 1 min. All monomer and polymer were used. Antibiotic was not used.